Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to dysphotopsia. Patient has recovered.

Manufacturer narrative:
It was reported that a replacement lens was placed in patient's right eye. Replacement lens is of the same model but different diopter (zmb00 diopter 22.5), serial number (B)(4). No further information has been provided. (B)(4). The returned sample was inspected at the manufacturing site under 12x microscope magnification. The lens optic was cut into pieces, most probably related to explant process. Lens optic appeared damaged with scratches present. Visual inspection revealed lens can be identified as tecnis multifocal acrylic 1-piece intraocular lens (iol) because of the presence of diffractive ring pattern on the optic. Lens optic appeared damaged with scratches present. Lens was observed contaminated with dust particles, which is consistent with the lens being handled out of a sterile environment. No further investigation was performed. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The review of the manufacturing records was performed. Sterilization batch was released. There were no non conformances. The in-line optical inspection data showed high contrast ratio value and that the lens was within specification in terms of power and resulting contrast. There were no associated nonconformity material reports. Results of environmental control showed there were no environmental monitoring related non conformances and the production order was not produced under deviation. There were no process and/or material changes and based on the manufacturing record review and historical review no non-conformances were identified. All pertinent information available to abbott medical optics has been submitted. Placeholder.